Event description:
The MFR rec'd info alleging a ventilator was delivering incorrect tidal volume. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the ventilator was found to be delivering tidal volumes lower than programmed. The lower volume delivery was caused by a significant build up of dust and particulate in the device's air inlet filter and air path. The ventilator's air inlet filter and air path. The ventilator's air inlet filter, blower motor and flow assembly were replaced to address this issue.